Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the patient gender/bmi? Please describe cartridge selection for all parts of the procedure. Was buttressing material used? Did the surgeon wait 15 seconds prior to firing? Were there any issues with staple formation at site of leak? Was the exact location of the leak identified? What type of drainage was performed? Were there any issue noted with staple formation in initial procedure?

Event description:
It was reported that during a gastroplasty by video (bypass) procedure, the surgeon reported that two days ago he had to perform a laparotomy in a patient that was submitted to a bypass for approximately thirty days. He went home and after some days he presented pain and fistula. The surgeon made endoscopic evaluation, made drainage of the collection and as it didn't solve the situation, he decided to do the surgery. The surgeon was surprised once the stapling line of the thin handle section (y confection) was totally opened (white load). Unknown how case was completed. One device was discarded.